Event description:
A physician reported a pt was originally skin tested on 30 march 1998 in the left forearm with negative results. On 27 april 1998, the pt was treated in the galbella and the upper vertical lines. The pt stated about 2 weeks later that she developed red and itchy areas at the treatment sites. On 19 may 1998, the pt was examined by the physician who noted the glabella area was red and indurated. The physician believed this was a definite hypersensitivity and prescribed an oral prednisone taper for 8 days. No further med or surgial intervention was planned or prescribed.